Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) black or african american female patient underwent primary breast augmentation with a 450cc mentor memorygel, breast implant and experienced capsular contracture; baker grade iii on her left side postoperatively. The issue was diagnosed in the office. As a result, patient underwent replacement surgery with catalog number 3505504bc on (B)(6) 2022.

Manufacturer narrative:
On march 3, 2022, the mentor failure analysis lab received the device for evaluation. On march 8, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 450cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A second product was received (lot-7724514). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old black or african american female patient underwent primary breast augmentation with a 450cc mentor memorygel, breast implant and experienced capsular contracture; baker grade iii on her left side postoperatively. The issue was diagnosed in the office. As a result, patient underwent replacement surgery with catalog number 3505504bc on (B)(6) 2022.

Manufacturer narrative:
On february 17, 2022, mentor became aware that patient underwent bilateral explantation and replacement with catalog number 3505504bc; serial number (B)(6) on the left side, and with catalog number: 3505504bc; serial number (B)(6) on the right side on (B)(6) 2022. Hence, field d6b has been updated on this form to (B)(6) 2022 on this form. Manufacturer¿s reference number: (B)(4).